Event description:
It was reported that this lead was attempted to be placed on the left bundle branch due to unknown reasons. No additional information is available at the moment. No additional adverse patient effects were reported.

Event description:
It was reported that this lead was attempted to be placed on the left bundle branch due to unknown reasons. No additional information is available at the moment. No additional adverse patient effects were reported.

Event description:
It was reported that this lead was attempted to be placed on the left bundle branch due to helix issues presented. No additional information is available at the moment. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood and tissue around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems. Based on the instructions for use for this product, left bundle branch placement behavior is a known inherent risk of the use of this lead, contraindicated use, based on the field report.

Event description:
It was reported that this lead was attempted to be placed on the left bundle branch due to helix issues presented. No additional information is available at the moment. No additional adverse patient effects were reported.